Event description:
The customer reported that during a routine check, iabp generated "auto fill failure" alarm and the iabp failed the safety disk leak test. No patient was involved.

Manufacturer narrative:
The company representative confirmed the complaint of 'autofill failure' and 'safety disk leak test' alarms in the fault log. The iabp was tested for the safety disk leak test several consecutive times but the company representative was unable to duplicate the event. Full functional and electrical safety tests were performed on the iabp unit. The iabp met the factory specifications and was returned to the customer. (B)(4).